Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/3/2024, it was reported by a sales representative via (B)(4) that two ar-1588rt-2j tightrope ii rt locking mechanisms within the button broke when pulling the shortening strands. This was discovered during a hamstring allograft acl procedure on (B)(6) 2024.

Event description:
Additional information received on 10/9/2024: this was discovered while the tightrope ii rt was in the patient. All broken fragments were removed. The case was completed using another tightrope ii rt. The case was delayed one hour; however, it is unknown if additional anesthesia was administered.

Manufacturer narrative:
Additional information: b5, g3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on visual inspection and analysis and the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.